Manufacturer narrative:
(B)(4). Date sent: 9/20/2021. D4: batch # v94r26. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage and with two malformed clips/staples inside of a bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed two conforming clips. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned staple was found to be malformed, no conclusion could be reached regarding the cause of the staple malformation. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information. To date, no additional information has been received and no device has been returned. If further details are received at a later date, a supplemental medwatch will be sent.: please send photo for review under .jpeg or word format as the photo attachment could not be reviewed. Additional information received: photo was received for review but could not be opened in it's current format. Requested new photo attachment. Review will commence when new photo received. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, a clip applier misfired. The first two clips had a pear shape and one of them was completely malformed. The procedure was completed successfully without delay. There were no adverse consequences for the patient.